Manufacturer narrative:
Preliminary analysis: controller passed external inspection, system running test and functional checks. Additional devices added for this event: (B)(4). D10: yes, 2017-12-11 h6: FDA method code(s):10, 23, 38, 3372 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 preliminary analysis: the returned battery passed external visual inspection and functional testing. (B)(4). D10: yes, 2017-12-11 h6: FDA method code(s):10, 23, 38, 3372 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 preliminary analysis: the returned battery passed external visual inspection and functional testing. (B)(4). D10: yes, 2017-12-11 h6: FDA method code(s):10, 23, 38, 3372 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25, 12 preliminary analysis: the battery passed visual inspection but failed functional testing. (B)(4). D10: yes, 2017-12-11 h6: FDA method code(s):10, 23, 38, 3372 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 71 preliminary analysis: the returned battery passed external visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries (B)(4) passed visual examination and functional testing. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and an unknown battery with a serial ID of ¿0¿. Failure analysis of (B)(4) revealed that the battery passed visual inspection; however, functional testing revealed that the battery was received in a sealed state. A communication error prior to the smr upgrade most likely unintentionally sealed the battery. As a result, a controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. This is an additional observation not related to the reported event. The reported power switching event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation was initiated to capture events involving the momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices added for this event: serial # (B)(4). Model # 1650de exp. Date: 31jan2018. Device code: battery issue (B)(4); FDA (B)(4).serial # (B)(4). Model # 1650de. Exp. Date: 31jan2018. Device code: battery issue (B)(4); FDA (B)(4). Serial # (B)(4). Model # 1650de. Exp. Date: 31jan2018. Device code: battery issue (B)(4); FDA (B)(4). Serial # (B)(4). Model # 1650de . Exp. Date: 31jan2018. Device code: battery issue (B)(4); FDA (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the controller exhibited power switching. The power switching was also observed in the clinic. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.